Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer stated, the device has been having the auto off alarm and wasn't sure why. Alarm has been reoccurring since (B)(6) 2015. Alarm tends to reoccur during the night while customer is sleeping causing his blood glucose to go high. Customer was not hospitalized. Customer stated he would talk to his doctor in regards to the auto off setting with his doctor. Auto off setting was set to 14 hours. No further information reported.